Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2011 and performed to specification up to the 15th september 2013. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(4) 2013 and (B)(4) 2015. The pad-pak became depleted and a further pad-pak was installed during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The fault was witnessed during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.